Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Serial #: (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm 078 issue. This complaint is being reported because the alleged issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/07/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/18/2016 with the following findings: during investigation, the pump was powered on to a blank display with no auditory or vibratory features. The pump history and black box data was unable to be downloaded. A leak test was performed and failed due to a battery compartment leak. The pump cover was removed to find internal moisture damage. The original complaint could not be investigated due to internal moisture damage to the pump.